Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2015 and suture was used. During the procedure, the suture broke in half. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.